Event description:
The shaft of the instrument snapped while inserting screw. Surgeon had to recover all parts from pt and was successful.

Manufacturer narrative:
The breakage was caused by applying bending forces on the thread. The breakage surface shows no corrosion. A hardness measurement was performed. The hardness was inside of specification.